Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer was also hospitalized the week prior for high blood glucose. The insulin pump was removed from the customer's body upon admittance to the hospital the customer also reported their insulin pump did not deliver their morning bolus, causing their blood glucose to rise to 20 mmol/l. Customer reported being hospitalized for high blood glucose on (B)(6) 2014. Customer stated their blood glucose rose to 20 mmol/l prior to being hospitalized. It was also found the customer was over-treated with insulin, causing their blood glucose to decline. Troubleshooting did not find any issues with the insulin pump. The insulin pump also passed a self test during troubleshooting. The high pressure test was not performed on the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.